Event description:
Physician reported to convatec sales representative one of his pt has what he feels may be an allergic reaction to the aquacel ag surgical dressing. The pt developed a red rash under the entire border only.

Manufacturer narrative:
Based on the info provided, the event is deemed a serious injury. The physician stated the pt may have had a rare allergic reaction to the hydrocolloid part of the dressing. The dressing was removed. The physician referred pt to dermatology where an im kenalog 60mg was given. She was placed on dicloxacillin sodium 500mg twice daily for 10 days. Dressing change daily with vaseline, cover with telfa and kling for one week. From a clinical perspective, a causal relationship between aquacel ag surgical dressing and this event is deemed possible because product use is temporally associated with the skin where the problem occurred. Three (3) attempts to gain more info were made on (B)(6) via voicemail and message left with office. No additional info has been provided to date. A return sample for evaluation is not expected. Should additional info become available a follow-up report will be submitted. Reported to the FDA on (B)(4) 2013. Note: the actual date of event is unknown, so the date used was the date convatec became aware.